Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that the patient was presented for initial implant procedure. During the procedure it was noted that the newly placed left ventricular (lv) lead could not pace the heart, and no perceptual signals were detected. The lv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. The patient was in stable condition.